Manufacturer narrative:
(B)(4). Concomitant medical product: nexgen cr flex femoral, catalog#: 00595001601, lot#: ni. Nexgen tibial tray stemmed, catalog#: 00598004701, lot#: ni. Nexgen all poly patella, catalog#: 00597206635, lot#: ni. Stryker simplex p cement, catalog#: 6191-1-010, lot#: ni. Stryker simplex p cement, catalog#: 6197-9-010, lot#: ni. Multiple MDR reports were filed for this event, please see associated reports: 1822565-2015-01471, 0001822565-2017-05372, 05373. Reported event was unable to be confirmed due to limited information received from the customer. Operative note for first revision surgery showed patient was able to flex to approximately 95-100 degrees and 10 degree lack of extension. Note states patient had pain since primary left surgery performed and his pain in his left knee was one of instability area flexion of pcl insufficient cruciate retaining total knee. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action(s) is/are required. From statement of operative note, root cause could be determined as related to patient condition. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised due to pain. No further information has been provided.